Event description:
The customer reported the image in thumbnail was not the same image displayed on the left screen. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep inspected the system and found that some images on the thumbnail were different than what was being displayed. The rep installed the hard drive and software, then loaded the calibration files and verified proper operation. The system operates as intended.